Event description:
As reported via the (B)(4) study, a patient experienced a side branch occlusion and peri-procedure myocardial infarction. The indication for the index procedure was unstable angina pectoris. The proximal right coronary artery (rca) and the proximal first diagonal arteries were treated. The rca lesion was de novo and 18mm in length, with 80% stenosis. The reference vessel was 3.5mm in diameter. A 3.5 x 23mm cypher rx was implanted by direct stenting and was not post-dilated. There was no residual stenosis. The proximal first diagonal was de novo and 5mm in length with 90% stenosis. The reference vessel was 2.5mm in diameter. A 2.5 x 13mm cypher rx was implanted at 12atm by direct stenting and was not post-dilated. There was no residual stenosis. It was reported that during treatment of the 1st diagonal, there was an occlusion of a small side branch, which was left untreated. The physician discharge summary reported that the closure of a very small side branch of the diagonal caused chest pain for approximately three hours with no associated ECG changes. The troponin I was 0.18 (unl 0.04) 16 to 24 hours post procedure.

Manufacturer narrative:
According to the cec adjudication minutes, this was adjudicated to "arc (peri-procedural pci)" and will be documented as a peri-procedural myocardial infarction. The patient was discharged the following day. The patient withdrew study consent three to four weeks after the procedure. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00440 and 3003742446-2011-00441.

Manufacturer narrative:
Additional information received on 11/7/2011 via the investigator indicated that the 1st diagonal stent jailed a secondary branch and caused plaque shift resulting in 100% occlusion of the secondary branch. The event resulted in chest pain, but there was no treatment for the occlusion. Complaint conclusion: the complaint received states that this (B)(4) study patient suffered a coronary artery occlusion and mi during the index procedure. This is a (B)(6) male with medical history including hypertension, hyperlipidemia, family history of coronary artery disease, history of previous pci ((B)(6) 2008), history of myocardial infarction ((B)(6) 2008), history of skin cancer (1990) and smoker. As reported via the (B)(4) study, a patient experienced a side branch occlusion and peri-procedure myocardial infarction. The indication for the index procedure was unstable angina pectoris. The proximal right coronary artery (rca) and the proximal first diagonal arteries were treated. The rca lesion was de novo and 18mm in length, with 80% stenosis. The reference vessel was 3.5mm in diameter. A 3.5 x 23mm cypher rx was implanted by direct stenting and was not post-dilated. There was no residual stenosis. The proximal first diagonal was de novo and 5mm in length with 90% stenosis. The reference vessel was 2.5mm in diameter. A 2.5 x 13mm cypher rx was implanted at 12atm by direct stenting and was not post-dilated. There was no residual stenosis. It was reported that during treatment of the 1st diagonal, there was an occlusion of a small side branch, which was left untreated. Additional information 11/7/2011 via the investigator indicated that the 1st diagonal stent jailed and caused plaque shift into a secondary branch resulting in 100% occlusion of the secondary branch. The event resulted in chest pain, but there was no treatment for the occlusion. The physician discharge summary reported that the closure of a very small side branch of the diagonal caused chest pain for approximately three hours with no associated ECG changes. The troponin I was 0.18 (unl 0.04) 16 to 24 hours post procedure. According to the cec adjudication minutes, this was adjudicated to "arc (peri-procedural pci)" and will be documented as a peri-procedural myocardial infarction. The patient was discharged the following day. The patient withdrew study consent three to four weeks after the procedure. The stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00440 and 3003742446-2011-00441.